Manufacturer narrative:
While following urgent medical device correction (imc 22-04.a.us) and urgent field safety notice (imc 22-04.a.ous) (refer to crr 2432235-03/04/2022-002-c) an outside the united states customer observed an elevated immulite 2000 xpi hcg result that was considered discordant compared to repeat results with the immulite 2000 xpi analyzer. Siemens healthcare diagnostics investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens continues to investigate.

Event description:
The customer observed an elevated immulite 2000 xpi human chorionic gonadotropin (hcg) result for a patient sample compared to repeat results using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay on same immulite 2000 xpi analyzer. The initial result was not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated immulite 2000 xpi hcg result.

Manufacturer narrative:
MDR 1219913-2022-00101 initial report was filed on april 6, 2022. April 29, 2022 - additional information: an outside the united states customer observed a falsely elevated result on the immulite 2000 xpi human chorionic gonadotropin (hcg) assay with kit lot 335. The patient sample was tested immediately following a high sample with a true hcg concentration >5000 miu/ml. The customer suspects that sample carryover caused the falsely elevated result. This was observed by the customer after receiving urgent field safety notice (ufsn) imc22-04.a.ous (issued on february 22, 2022) for immulite 2000/xpi human chorionic gonadotropin (hcg) potential carryover from high samples. The discordant sample initially recovered between 2.5-750 miu/ml and was appropriately repeated following the instructions outlined in the ufsn letter. Repeat results were no longer falsely elevated and they matched clinical expectations. The customer has not observed any additional elevated results that did not repeat. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information.